Manufacturer narrative:
(B)(4). Catalog #igtcfs-65-fem-celect-perm. Summary of investigational findings: investigation is based on event description and review of provided imaging. Imaging review confirms filter tilt (20deg relative to ivc) on images 110 days post procedure. Filter tilt was not assessed during placement of filter. In addition to filter tilt, two grade 3 (primary) filter leg interactions involve the posterior wall third portion of the duodenum, but no penetration of the duodenal lumen. The adjacent secondary leg penetrated the duodenal wall but did not penetrate the duodenal lumen. The tilt was aggravated by the leg ivc perforations. Based on the provided imaging, the root cause of the reported filter-tilt and the grade 3 filter leg interaction cannot be determined. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature. As well as with filter tilt, filter perforation of the vena cava wall is also a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. There is found no evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: on (B)(6) 2014, procedure: the inferior vena cava (ivc) diameter at the intended filter location was 27 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a celect® filter (lot # e3198475) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. Filter tilt, fracture, deformation, extravasation of contrast, or filter legs appearing outside the column of contrast after filter placement could not be assessed due to the technical limits of ivus. Site x-ray on (B)(6) 2014: the post-procedure x-ray revealed no evidence of filter fracture, embolization or migration. Filter angle of tilt was less than 6 degrees. Analysis of the post-procedure x-ray revealed no evidence of filter fracture, deformation, embolization, or migration. The angle of tilt was 7.5 degrees in the ap view and one degree in the lat view. On (B)(6) 2014 (110 days post-procedure): pre-retrieval CT: analysis: the angle of filter tilt in the sagittal plane was 5.5 degrees and 17.7 degrees in the coronal plane. Site pre-retrieval x-ray on (B)(6) 2014 (110 days post-procedure): revealed filter tilt < 6 degrees. Analysis pre-retrieval x-ray (B)(6) 2014 (110 days post-procedure): revealed 7.1 degrees filter tilt in ap view and 1.8 degrees filter tilt in lat view. On (B)(6) 2014 (114 days post-procedure): after the filter was no longer clinically needed, it was removed. Patient outcome: on (B)(6) 2015 (222 days post-procedure), the patient exited the study.

Manufacturer narrative:
Manufacturer ref# (B)(4). Model: igtcfs-65-fem-celect-perm. Investigation is still in progress.

Event description:
Description of event according to study: on (B)(6) 2014, procedure: the inferior vena cava (ivc) diameter at the intended filter location was 27 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a celect® filter (lot # e3198475) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. Filter tilt, fracture, deformation, extravasation of contrast, or filter legs appearing outside the column of contrast after filter placement could not be assessed due to the technical limits of ivus. Site x-ray (B)(6) 2014: the post-procedure x-ray revealed no evidence of filter fracture, embolization or migration. Filter angle of tilt was less than 6 degrees. Analysis of the post-procedure x-ray revealed no evidence of filter fracture, deformation, embolization, or migration. The angle of tilt was 7.5 degrees in the ap view and one degree in the lat view. On (B)(6) 2014 (110 days post-procedure): pre-retrieval CT: analysis: the angle of filter tilt in the sagittal plane was 5.5 degrees and 17.7 degrees in the coronal plane. Site pre-retrieval x-ray on (B)(6) 2014 (110 days post-procedure): revealed filter tilt < 6 degrees. Analysis pre-retrieval x-ray (B)(6) 2014 (110 days post-procedure): revealed 7.1 degrees filter tilt in ap view and 1.8 degrees filter tilt in lat view. On (B)(6) 2014 (114 days post-procedure): after the filter was no longer clinically needed, it was removed. Patient outcome: on (B)(6) 2015 (222 days post-procedure), the patient exited the study.